Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records performed and completed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during gastrostomy tube insertion, the cuff safety (the external bolster) catch did not work. There was no reported patient injury.

Event description:
It was reported that during gastrostomy tube insertion, the balloon valve had an issue that caused the balloon of the feeding tube to allegedly leak and cause the balloon to not stay inflated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the sample returned for evaluation was funnel feeding tube. Visual, microscopic, and functional evaluations were performed of the physical sample. The sample's balloon was capable of inflating and aspirating using water from a 20 ml syringe, with no leaks observed with the syringe attached. However, removal of the syringe revealed that the valve leaked and caused unintentional emptying of the inner balloon bolster. Inspection of the valve confirmed that the inner piston valve was off center within the valve housing. This valve was adjusted to its intended location, and this inflation test was repeated; removal of the syringe revealed the valve to no longer leak. Therefore, the reported deflation problem was confirmed with a root cause of a damaged/defective valve. The investigation indicated the failure maybe a result from a defective valve, and while a definitive root cause could not be determined based upon available information, procedural issues may have contributed to this event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.